Event description:
It was reported that on (B) (6) 2008, high levels of sevoflurane were detected in an operating room. It was reported that after midnight during a subsequent emergency case in the same operating room, a scrub nurse passed out. There was no injury reported.

Manufacturer narrative:
A draeger service representative was dispatched and reported that a leak was detected from the vaporizer. The service representative returned the vaporizer to draeger for evaluation. Leak tests were performed and the vapor was found to have a large leak at the sealing plate of the filling mechanism. A large leak of the keyed filling system as found at this vaporizer will easily be identified by the user during the required check before each use. The check is described in the chapter "operation, checklist - checks before each use" of the vapor 2000 instructions for use a leaking vaporizer must not be put into operation. In chapter "preparation - filling the vapor" the filling procedure is described. In chapter "maintenance intervals" of the vapor 2000's instructions for use the seal of the keyed filling system is classified as a wear part. The seal must be checked regularly and replaced by an expert when it is worn. The reported event was attributed to user errors (maintenance, filling and pre use check).